Event description:
During evaluation under master complaint (B)(4), damaged tubing was found and confirmed.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This report is confirmed. A batch review could not be performed because the lot number was not available. The cause for this issue could not be determined.